Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: marcumar 3: retention meter and master lot strips: 2.9 inr, customer meter and customer strips: 2.8 inr. Marcumar 4: retention meter and master lot strips: 2.0 inr, customer meter and customer strips: 2.0 inr. The maximum difference between measurements with the same blood sample was 3% all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable result from coaguchek xs meter serial number (B)(4). At 8:45 am, the result from the meter was 3.6 inr. At 8:50 am, the result from the meter was 3.7 inr. At 8:51 am, the result from the meter was 2.8 inr. The same finger was used for this testing as the previous testing. At 3:00 pm, the result from the laboratory was 3.4 inr. The laboratory reagent was not known. There was no allegation of an adverse event. The therapeutic range was 2.0 to 3.0 inr. The customer had hematocrit issues. The customer had no direct thrombin inhibitors, no heparin therapy, no lupus, no antiphospholipid antibodies, no diet changes, no new medications, no medication changes, and no abnormal bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 353497) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.